Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Dii test unit would not recognize the mdu. The complaint was confirmed and the root cause of recognition failure is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the motor drive unit was not working. Incident occurred while setting-up to the procedure. It is unknown how the procedure was completed and if a delay occurred. Results of investigation have concluded that this unit was not being recognized when plugged in which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.